Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed by video evidence of an ar-2324kpslc swivelock® anchor (batch 15437514), which shows the sutures appear stuck. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is misuse or mishandling of the knotless mechanism, resulting in incomplete engagement or retention during anchor deployment and/or inserter removal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, a sales representative reported via email that an ar-2324kpslc knotless peek swivelock anchor experienced a malfunction. After the anchor was screwed in, the knotless mechanism came out with the inserter during removal, rendering it unusable. Additionally, the shuttle suture and repair suture were stuck in the inserter and could not be removed. The case was completed, and no further details were provided. This issue was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/29/2025: during a rotator cuff repair procedure performed using a single-row technique, an issue was encountered with the knotless anchor mechanism. The anchor was fully seated prior to removal of the inserter, and no resistance was noted during removal. However, the knotless mechanism detached completely, and the shuttle and repair sutures were found to be stuck, though not damaged. Despite the issue, the knotless mechanism was not used. The repair was successfully completed, and the implant was left in the patient. No part of the implant appeared to have broken, and no additional products were used to replace the knotless mechanism. The surgery proceeded without delay, no additional anesthesia was required, and no adverse effects were reported.